Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. The reported complaint of resistance was confirmed by the investigation. The device encountered minor resistance at the distal end. The probable cause of the failure is damage in use as evidenced by the stretched tip. The reported concern of tip separation was confirmed by the investigation. The probable cause of the observed damage is damage in use. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined precisely when the tip separated from the device either during the procedure, or upon removal of the device. The lack of adhesive between the esl and scanner did not likely contribute to the either of the reported failures.

Event description:
This supplemental follow-up report #1 is being submitted because additional information was obtained from device analysis after the initial report was submitted.

Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Relevant tests: no tests/laboratory data was available. Relevant history: no information was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. Implant and explant dates: the implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported resistance was encountered during the peripheral procedure, and the tip of the catheter was on the distal end of the guidewire upon removal of the system. The returned device was inspected and 9 mm of the distal tip was broken off 4 mm distal to the scanner body. There were scratches and uniform stretching near the site of the break along both portions of the distal tip. There were scratches and residue present on the scanner body, and adhesive was covering a portion of the pzt. Sanguineous material was beneath the esl; the esl was pulled back, and there was no adhesive between the esl and scanner. The guidewire test was performed and some resistance was encountered when inserting at the stretched portion of the distal end. The reported damage was observed during the investigation. The probable cause of the observed failure would be damage in use. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined precisely when the tip separated from the device either during the procedure, or upon removal of the device. The instructions for use (IFU) indicate the visions pv .018 digital ivus catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: · protect the catheter tip from impact and excessive force. · do not cut, crease, knot, or otherwise damage the catheter. · protect the electrical connections from exposure to fluid. · do not handle the transducer. · the outside diameter along the entire length of the guide wire should not exceed the maximum specified. · during use, ensure that the placement of the catheter does not preclude blood flow through the vessel. · clean guide wire and flush catheter thoroughly with heparinized saline before and after each insertion. · when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. · do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. · the catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. · when advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire / and or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. · use caution when re-advancing a catheter over a guide wire and into a stented vessel. Forceful advancement of the ivus catheter could cause entanglement between the catheter and the stent(s) resulting in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. · use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. · if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath guide catheter) at the same time. This event is being reported in an abundance of caution as there is potential harm if the event were to recur. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.